Event description:
It was reported that a second attempt was made to place a stent graft, into the sfa, but there was a lot of resistance when trying to deploy the device and catheter broke. The procedure was done sheathless, taking contralateral approach and going from the right groin to the middle of the left sfa using a 0.035 guidewire. The doctor did not have any difficulty advancing to the intended site, but once at the site he had a lot of resistance trying to deploy the device. There was some calcification, but the path was not tortuous. The device was removed and the procedure was completed with a 6x40 device and using an 8f sheath. It was deployed without difficulty. No injury to the patient reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The examination of the returned complaint sample confirmed that the outer sheath was elongated over the entire length. According to the information received, the procedure was done sheathless, taking a contralateral approach and going from the right groin to the middle of the left sfa using a .035" stiff shaft guide wire. The user attempted to place the stent graft without using an introducer sheath. This may have caused very high friction forces in the section of the bifurcation, finally resulting in the described deployment difficulties and the damage to the outer sheath. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.